Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an acl reconstruction surgery, when fixing the graft in the tibia, the doctor forced the placement of the "9mm x 30mm biosure ha screw" a lot and the tip of the wrench came out through the screw, damaging and breaking off the tip. The broken screw was removed from the patient, however it is unknown how it was retrieved. The procedure was successfully completed without delay using a back-up device into the same bone hole. No further complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.